Event description:
A falsely elevated troponin I result of 6.4 ng/ml was obtained. The result was not reported tothe physician. The sample was tested again on the same instrument and a result 0.03 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequence as a result of the falsely elevated troponin I result. The most likely cause for the falsely elevated troponin result was problems with the hm wash pumps.